Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user powered off the ilet and, without access to a charger, was unable to turn it back on, which coincided with elevated blood glucose up to 300 mg/dl and no available back-up insulin. Symptoms included hyperglycemia without reported adverse clinical effects. Outcomes included no medical intervention, no ketone testing, and no assistance required. Investigation included customer counseling on obtaining a wireless charger and arranging a spare charger for future use, along with follow-up contact attempts. Investigation of this case revealed user-related interruption of therapy due to device shutdown and lack of charging capability. It was concluded that the event was attributable to use-related factors rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.